Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 7. E1: patient city: (B)(6), patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient experienced the infusion set adhesive issue on (B)(6) 2026. The issue occured with seven infusion sets. It was stated that the tape was not sticking. No further information available.